Event description:
Dealer states this unit was just received back from our repair and the unit failed before it was put out on a patient. Dealer ran for 15 minutes, unit overheated, alarmed but did not shut down. Dealer is concerned because unit is hot to touch when it ran.